Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the heater wire retainer was found missing from the inspiratory limb. The heater wire was found to be bunched at approximately 55cm from the proximal connector of the inspiratory limb. A lot check revealed no other complaints of this nature for lot 121130. Conclusion: we are unable to determine the cause of the missing heater wire retainer from the inspiratory limb. The complaint breathing circuit was returned with a missing retainer. The retainer holds the heater wire in position allowing the heater wire to be evenly distributed along the circuit. The low humidity alarm reported by the hospital was caused by the bunched heater wire. The heater wires of all rt340 adult dual-heated evaqua breathing circuits are visually inspected for bunching prior to being released for distribution. If bunching is present, the breathing circuit is rejected. This suggests that the retainer clip went missing after the rt340 breathing circuit was released for distribution. The user instructions that accompany this product state the following: "check that the heater wire is evenly distributed along the circuit and not bunched or kinked." "Do not stretch or milk the tubing."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the low humidity alarm was heard on an mr850 respiratory humidifier after a few minutes of use. They further reported that the heater wire was found bundled around the middle of the inspiratory limb of an rt340 adult dual-heated evaqua breathing circuit. No patient consequence was reported.